Manufacturer narrative:
Additional narrative: patient information not available for reporting. Device is an instrument and is not implanted/explanted. Date returned to manufacturer. Device is not distributed in the united states, but is similar to device marketed in the USA. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported patient underwent an open reduction internal fixation (orif) for femoral trochanteric fractures on (B)(6) 2018 utilizing the proximal femoral nail antirotation (pfna) system. When attempting to lock a pfna blade, the tip of the impactor for pfna blade broke. The fragment was retrieved and the pfna blade was locked. Surgery was completed with no further issues. Concomitant devices reported: guide wire for pfna blade (part 356.830, lot l572078, quantity 1), pfna blade (part number unknown, lot number unknown, quantity 1). This report is for one (1) impactor for pfna blade. (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted for part no.: 356.823, lot no.: 2145325: manufacturing location: bettlach, release to warehouse date: 10.jun.2005: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was conducted. Visual inspection: the complaint condition is confirmed. The tip of the impactor is broken apart at the region of the left turned thread. In general, the device is in a very used condition, there are many stress marks all over the shaft, there are many nicks all over the handle, there are hammering marks on the top of the device and as well at the bottom where the attach/lock marking is. Dimensional inspection: the due the damage relevant dimension could not be verified at the fracture zone. Document/specification review: due to the age of the device, this is not required per selected investigation flow in w-m-s080 appendix a as the damage is use related, see summary. Material review or hardness review: due to the age of the device, this is not required as the damage is use related, see summary. The manufacturing documents were reviewed and it was found that the device was manufactured in june 2005 according to the specification. The fracture face is homogeneous which indicates material conformity. These findings, the age and the very used condition of the device let us exclude a manufacturing related issue. Due to the complaint description we assume that a mechanical overload during the blade/impactor disassembly attempt caused the breakage of the impactor. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed for this impactor as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.